Event description:
The information provided to sjm indicated a 21mm sjm epic valve was implanted successfully following use of an sjm sizer set (b1000). The native tricuspid valve had been moderately calcified. A post-operative echocardiogram revealed a well-functioning prosthesis, and the pt was discharged. The valve was explanted due to a central insufficiency and a hole in the center of the right cusp. Intraoperatively, the valve was confirmed to show leakage. It was replaced by an sjm epic valve (model: esp100-21; serial: (B)(4)).